Event description:
Caller reported intermittent occlusion alarms. Customer¿s blood glucose was reported as ¿high,¿ though it did not exceed 500 mg/dl. To address this, the customer administered a correction injection via mdi and changed the infusion set and cartridge to resume insulin, which resolved the issue. No external assistance was required, though recurring issues prompted a request for additional support.